Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that prior to use, leakage was observed on the endotracheal tube pilot balloon was found to be defective. Customer indicated there was no patient involvement with this event.